Event description:
It was reported that the ventilator generated an alarm indicating a high airway pressure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating a high airway pressure. The ventilator was investigated on site by our field service engineer. According to information the unit failed pressure transducer test during pre-use check. Issue resolved by replacing the pressure transducer board. However, no part returned for investigation. No root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).